Event description:
The attending physician was performing an rf ablation utilizing a device called a "starburst talon" manufactured by angiodynamics. Upon extraction of the device from the patient, it was noted by the doctor that a metal prong had broken off the device and remained in the liver. The patient was informed of this malfunction. According to the occurrence report, the doctor stated in his report there is no clinical significance to this event. The manufacturer's (angiodynamics) local sales rep was contacted.